Event description:
It was reported by svc report that both headend siderails would not lock in the upright position, and the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both head-end siderails would not lock in the upright position. Power cord plug was missing the ground prong.